Manufacturer narrative:
Results and conclusions: (stent deformation). (Tortuous lesion, 85-90% stenosis). (Stent). (B)(4).

Event description:
The physician intended to use an endeavor resolute rx drug eluting stent to treat a lesion in the mid-lad. The lesion was tortuous and had 85-90% stenosis. The device was removed from the packaging and inspected per the IFU with no issues noted. The device was also prepped prior to use with no issues noted. The lesion was pre-dilated with a sprinter balloon, at 14 atm. It is reported that the endeavor resolute device could not cross the lesion. The physician then used a new device, of same model and size, to complete the procedure. The physician believes that the event was procedure related rather than device related. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient complications are reported.